Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was an alert from the remote home monitoring system for a low out of range shock impedance measurement during a shock delivery. Review found quick convert anti-tachycardia pacing (atp)had been given appropriately for ventricular fibrillation (vf), but the vf persisted and a charge began. The electrogram (egm) storage terminated prior to the charge and a shock was delivered. Boston scientific technical services (ts) was unable to explain why the egm storage terminated prior to the shock delivery. Upon interrogation a code was noted which indicated the device had shocked into a shorted lead and ts recommended replacement of the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. It was noted that the shock impedance measurements have varied from 35 to 41 ohms over the past year. Subsequently a revision procedure was performed where the ICD was explanted and the rv lead was surgically abandoned. A new ICD and rv lead were successfully implanted. No additional adverse patient effects were reported.